Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were available for evaluation. Visual inspection noted: a foil pouch was observed to be opened by the opening tear. Two needles and two suture threads were observed to be parking in the retainer. The intended quantity of needles, according to the product description, was determined to be one. It was reported that the needle quantity was incorrect. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, after opening the sterile packaging, two consecutive packs were found to be empty, with an absence of both suture and needle, and these empty packages were discarded by the circulating nurse. Upon opening the third pack, there were two needles and sutures inside instead of one. All three packs were from the same product and lot, and all issues occurred during the same case. The product in the third pack was used without issue. There was no patient involved.

Manufacturer narrative:
D10 concomitant product: gl-222, gl-222 polysorb* 3-0 vio 75cm v30 x36 (lot#: a5b1226y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.